Manufacturer narrative:
Other relevant device(s) are: product ID: 9735670, serial/lot #:(B)(4); product ID: 9735736, serial/lot #: unknown. Analysis of the 9735665 found insufficient information. Analysis of the 9735736 found insufficient information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system during functional endoscopic sinus surgery (fess) procedure. It was reported when the surgeon registered using the side emitter, registration passed with a 0.4 error. The surgeon continued to check accuracy using the registration probe and found everything to be accurate. After moving to navigate step, using the straight suction touched the same anatomy to confirm the accuracy and was off. Surgeon touched between the eyes and the system displayed the instrument on the brain stem at the base of skull. Accuracy was checked again with a drill and the same inaccuracy was displayed. During troubleshooting, medtronic representative noted that the scan looked fine and was in terms to protocol but had to adjust the model due to a lot of scatter. The threshold for skin was dragged and was cleaned it up then clicked the anatomy and selected retain. After this auto -refine was selected but this made the model look fuzzy so the representative repeated threshold and retaining and did not select auto-refine before performing the registration. No incision was made. Site used a different navigation system to complete the procedure. There was a delay of 20 minutes. No known impact on patient outcome.